Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported high blood glucose (bg) level of 400 mg/dl following a recent infusion set change using a convatec contact detach (23", 6mm). The user suspected that the infusion site may have impacted insulin absorption. The ilet device alerted to high bg, and dosing resumed after a site change. Bg later dropped, prompting the user to take carbohydrates and glucose tablets. Bg returned to range but rose again to 212 mg/dl after a meal. Patient reported feeling unwell at the time of the initial call but was feeling better during follow up call. No external assistance or medical intervention was required, and insulin delivery continued.